Manufacturer narrative:
Common device name: defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crt-d). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold. Additional information indicated that the cause of the issue was undetermined. The lv lead abandoned surgically. No additional adverse patient effects were reported.